Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25339. It was reported a patient's right ventricular lead presented with noise and their implantable cardioverter defibrillator (ICD) delivered an inappropriate shock. Upon chest x-ray analysis, the lead appeared to be dislodged. Both the lead and ICD were extracted and replaced in a procedure on (B)(6) 2021. Post-procedure, there were no patient consequences.